Manufacturer narrative:
(B)(4) it was further specified that the peritonitis even occured at the end of 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotic injection and unspecified drug intraperitoneally for the event. It was reported that the patient recovered from the peritonitis event. The action taken with the dianeal therapy was not reported. No additional information is available.